Manufacturer narrative:
Product event summary : the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed undersensing. There were 25 suspected false bradycardia episodes and 2 suspected false asystole episodes recorded during 4 days. (B)(4).

Event description:
It was reported that the implantable cardiac monitor was undersensing due to premature ventricular contractions (pvcs) and false asystole or brady episodes were stored. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).